Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl device indicating that the meterage test failed.

Manufacturer narrative:
(B)(6).